Event description:
After initiation of dialysis, nurse attempted to give heparin infusion via heparin pump. The heparin could not be pushed through the tubing. When the tubing was removed it seemed to have plastic in the hub that covered the lumen.